Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the right atrial lead exhibited noise, it could be replicated with isometrics. There were no adverse events reported; the patient was in stable condition. No intervention was performed; the patient will continue to be monitored.